Event description:
It was reported that before using the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 30 ml, that foreign matter was observed. The following information was provided by the initial reporter: tech reported seeing ¿clear oily substance¿ in four trays surrounding syringes. Stated, got some of it on her fingers and it was hard to wash off. Stated, they are a ¿home health infusion pharmacy¿. Product is used inside pharmacy.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 01-apr-2022 h.6. Investigation: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. The reported failure was not observed on the two samples provided. Bd cannot determine a manufacturing root cause since the reported failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that before using the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 30 ml, that foreign matter was observed. The following information was provided by the initial reporter: tech reported seeing ¿clear oily substance¿ in four trays surrounding syringes. Stated, got some of it on her fingers and it was hard to wash off. Stated, they are a ¿home health infusion pharmacy¿. Product is used inside pharmacy.